Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the insulin pump alarmed button error. Customer's blood glucose was 245 mg/dl. Customer stated that the insulin pump was exposed to moisture and touching her skin. Advised the customer the pump cannot be replaced due to its a loaner pump. No further information provided.